Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15976. It was reported that the patient presented in clinic for pacemaker implant. During the installation of the novel atrial lead, it was reported that the suture sleeve was cut through and the lead was kinked. The lead was replaced with an alternate atrial lead. It was found that this alternate lead was exhibiting noise. The lead was then removed and successfully replaced by a third atrial lead on (B)(6) 2020. The patient was stable.